Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported right side "capsular contracture, baker grade iii, loss of nipple sensation and implant malposition." Later, healthcare professional reported the event of loss of nipple sensation and malposition are not device related. Patient later reported right side "had not been feeling well, getting super sick". Patient additionally reported "capsulectomy was preformed and the implant was removed." The device has been explanted.